Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 52-year-old male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A pair of onestep CPR complete electrodes from lot 3424g were returned to zoll medical corporation for evaluation. The returned pads were not the pads used during the event. A review of the device history records (DHR) found no discrepancies with the material. The pads were returned in good condition and passed visual inspection. The pads were scrapped. No trend is associated with reports of this type.